Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited chronic low r waves and high thresholds. It was also reported that intermittent under-sensing causing inappropriate ventricular pacing was noted on current electrograms. The lead remains in use. No patient complications have been reported as a result of this event.